Event description:
It was reported that the bd saf-t e-z set¿ catheter had a hole. The following information was provided by the initial reporter: catheter presents a hole in its extension. Product has been discarded due to contamination.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1299853, and no quality issues were found during production. Our quality engineer reviewed the provided photo but only observed the product packaging. The actual product and defect were not captured in the photo. Therefore, the engineer was unable to verify the reported defect. Since no defects were identified in the provided photo a definitive root cause could not be determined.

Event description:
It was reported that the bd saf-t e-z set¿ catheter had a hole. The following information was provided by the initial reporter: catheter presents a hole in its extension. Product has been discarded due to contamination.